Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 1069 captures the reportable event of handle won't turn. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled in the handle assembly, but the trip wire was bent in several locations. It is possible to observe that there was evidence that the tripwire was not secured properly in the handle slot and the slack was not removed. Media inspection was performed and the same observations noted. A crimp was present on the tripwire. The suture and the bands were attached to the ligator head and were intact in the original package. A functional evaluation could not be performed due to the trip wire not secured properly in the handle slot. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not secured in the handle slot and the slack was not removed, indicated in the step 4, 7 and 8 and in figure 6a.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the handle could no longer be rotated and was stuck. Reportedly, the trip wire was cut in order to remove the device, and the patient was already sedated using a local anesthesia. Following the deployment failure, the procedure was rescheduled. It was also noted that the trip wire was kinked and there was difficulty experienced upon setting up the device. On (B)(6) 2020, the physician was then performed the same procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, the handle could no longer be rotated and was stuck. Reportedly, the trip wire was cut in order to remove the device, and the patient was already sedated using a local anesthesia. Following the deployment failure, the procedure was rescheduled. It was also noted that the trip wire was kinked and there was difficulty experienced upon setting up the device. On (B)(6), 2020, the physician then performed the same procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.